Event description:
It was reported by the customer that the bd syringe 5 ml ll euro 125 s/c had additional black markings. The following information was provided by the initial reporter: we have several 5ml syringes with additional black markings.

Manufacturer narrative:
H6: investigation summary: one photo was provided to our quality team for investigation. The image shows two syringes in sealed packages with one having one small black dot and one having two small black dots on the side of the scale marking area. The black dots next to the bd logo or grad lines are used to monitor the etchings on the print cylinder and are part of the printed scale marking image. A printed image may have one, two or no dots that are printed along with the scale markings. These dots are there by design and are not a true defects so corrective actions are not required.

Event description:
It was reported by the customer that the bd syringe 5 ml ll euro 125 s/c had additional black markings. The following information was provided by the initial reporter: we have several 5ml syringes with additional black markings.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.